Manufacturer narrative:
A sample product was not returned for analysis. The complaint and product history cannot be reviewed as there was no device identifying information provided by the reporter. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an intraocular lens with a defect in the lens. Additional information requested.

Manufacturer narrative:
A photo was provided that appears to show the lens through a microscope, possibly in the eye. The area of interest has been circled and what could be scratch/mark can be seen on the optic. Based on our observation of the attached photo, there is what appears to be a scratch/mark on the optic of the lens. It is difficult to make a determination of handling/damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).